Manufacturer narrative:
Concomitant devices: unknown 0.035 guidewire, unknown 5f pigtail catheter complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports that a computed tomography (CT) scan performed for evaluation reported caval thrombosis and thrombosis/embolism; a later CT scan reported ivc stenosis. The patient reports emotional distress, mental anguish, anxiety and stress as a result of these events. According to the medical records the indication for the filter implant was right femoral-popliteal deep venous thrombosis with contraindication to systemic anticoagulation. The filter was introduced and properly positioned in the midsegment of the infrarenal inferior vena cava (ivc) and deployed without tilt, and a completion film showed excellent positioning. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A stenosis is an abnormal narrowing in a blood vessel. Without the procedural films or post-placement imaging and the limited information provided, the report of stenosis, caval thrombosis embolism, blood clots, clotting and occlusion of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without medical records or imaging available it is not possible to determine what factors may have contributed to the reported events or draw a clinical conclusion. Thrombus formation is usually associated with patient and or pharmacological factors. It is unknow if the thrombus formation was the source of the stenosis. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from blood clots/clotting, caval thrombosis, thrombosis embolism, and inferior vena cava (ivc) stenosis and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the filter was implanted due to right femoral-popliteal deep venous thrombosis (dvt) with contraindication to systemic anticoagulation. The trapease filter was introduced and properly positioned in the midsegment of the infrarenal inferior vena cava (ivc) and deployed without tilt, and a completion film showed excellent positioning. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately a year and a month post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports that a CT scan performed for evaluation reported caval thrombosis and thrombosis/embolism; a later CT scan reported ivc stenosis. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to blood clots/clotting, caval thrombosis, thrombosis embolism, and inferior vena cava (ivc) stenosis and the resultant symptoms. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A stenosis is an abnormal narrowing in a blood vessel. Without the procedural films or post-placement imaging and the limited information provided, the report of stenosis, caval thrombosis embolism, blood clots, clotting and occlusion of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without medical records or imaging available it is not possible to determine what factors may have contributed to the reported events or draw a clinical conclusion. Thrombus formation is usually associated with patient and or pharmacological factors. It is unknown if the thrombus formation was the source of the stenosis. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from blood clots/clotting, caval thrombosis, thrombosis embolism, and inferior vena cava (ivc) stenosis and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section d4 updated with product expiration date.